Event description:
Reporter alleged the customer obtained a result of 30-48 mg/dl on compact plus system 1 compared back to back with a result of 135-140 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter could only provide estimations and stated this same comparison happened on (B)(6) 2012. Reporter stated the customer ate breakfast and took humalog insulin based on what she had for breakfast two hours prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.